Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, after brief intra-abdominal use, when attempting to open the vessel sealer extend (vse) instrument to clean the tip after removal from the surgical field, the jaws would not open. The lock was also not engaged. There had been an abnormal noise since the start of use. The user completed the procedure and no known impact or patient consequence was reported.